Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint cannot be confirmed. Lot identification is necessary for review of device history records, and lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2020-00022 to 3012447612-2020-00024.

Event description:
It was reported that three screws stripped during the procedure. The surgeon used a metal cutting tip to drill out the head of the screw, removed the cage and then used a rongeur jour to slowly turn the screws backing them out. He was able to place a new cage, plate and screws to complete the case. There was a delay greater than 30 minutes removing the screws but no additional patient impacts reported. This is report one of three for this event.